Manufacturer narrative:
The astral device was returned to the resmed service center in (B)(4) and an evaluation was performed. No device logs were provided to resmed, therefore, device events could not be reviewed. The reported complaint regarding a blank display screen and device inoperable could not be reproduced during in-house testing. The evaluation result was "no fault found." The device was serviced, calibrated, tested and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigated. The investigation methods, results, and conclusion ar not finalized at this stage. (B)(4).

Event description:
Imp # (B)(4).